Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3812 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining the PICC catheter, the nurse found fluids leaking from the insertion site. An inspection of the exposed portion of the catheter showed no problems and sand holes were found after the catheter was pulled out by 4 cm. Therefore, the catheter placed beneath the clavicle was cut shorter, leading to impossibility to continue further treatment (the catheter was just placed in the patient one month ago and a quite long treatment session needs to be completed).